Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that "the saturation value measured with the philips sensor "soft finger" is different than the value measured with an ear sensor". No pt harm was reported.